Event description:
It was reported that pump displayed malfunction alarm with code malf 24 and could not be reset, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate method for insulin delivery if necessary, while technical support confirmed pump was under warranty, arranged shipment of replacement pump.